Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from incorrect time settings. A technical support specialist connected to the station and adjusted the time settings to rectify the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es frequently lost connection to the server and entered critical override mode. The customer suggested that this problem could be related to incorrect time settings on the station. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.